Event description:
On 12/02/1999 the account reported an axsym b-hcg result of <2 mlu/ml on a serum sample. The account also ran a urine pregnancy test which came up positive. The serum sample was repeated and was 50,363 mlu/ml. There was no impact to pt management. No injury was reported.